Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath relative to an angio procedure. Reportedly, resistance was felt advancing the thumb advancer, the sheath did not split completely. The clip was not deployed and remained in the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer and failure to split the sheath could not be replicated in a testing environment as the device was returned with the exchange sheath not connected to the clip applier thus indicating the thumb advancer was not deployed. In the absence of confirmed failure modes, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Sterile unused devices were returned and testing was successfully performed with no malfunctions observed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.